Event description:
The ventilator shut off on its own while on a patient and displayed "disk boot failure, insert system and press enter".manufacturer response for ventilator, vn500 (per site reporter):the manufacturer said with a disk boot failure error that it's either one of two things. Corrupt software or a bad sector on hard drive. They told me to try to reload software. I couldn't get past boot up screen. Ordered a new hard drive for vn500. Received and replaced hard drive and loaded software on hard drive. Tested within normal operating limits and put device back in to service.